Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent due to anterior repair, pubovaginal sling. It was reported that patient underwent mesh revision/removal and lysis of intraluminal adhesions of vagina on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapsed. Following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and neuromuscular problems. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent ral exploratory laparoscopy with extensive lysis of adhesions and excision of left ovarian remnant on (B)(6) 2014. No additional information was provided.